Event description:
It was reported that the device failed to deliver charged energy and gave the "abnormal energy delivered" message. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the relay assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed relay assembly at the failure analysis center and determined the cause of the reported failure to be an open relay coil.